Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 200-300 mg/dl. After the alarm, the customer changed the supplies on the pump and a correction bolus was delivered to address the bg level.